Event description:
Event description guidant received information that during the procedure to replace this pacemaker due to battery depletion, the device was allegedly discovered to be defective. The device was explanted and a non-guidant model was placed on the patient's other (left) side. The patient reportedly went back to surgery three more times for unidentified procedures and suffered a heart attack while in the hospital.